Manufacturer narrative:
Philips service replaced the x-ray tube, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(6)).

Event description:
It was reported to philips that intermittent cine imaging issues occurred due to x-ray tube microleakage on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.